Event description:
A (B)(6) male, pt's spouse, contacted zoll customer support to report constant check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad message) has been confirmed. Upon receipt the electrode belt failed the therapy electrode recognition test. The cause for the check therapy pad messages was the inability to detect all therapy electrodes was an open pulse wire in the distribution node to ECG-b cable. The root cause for the open pulse wire cannot be positively determined. No adverse event resulted from the open pulse wire. The pt received a replacement electrode.